Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During a permanent implant procedure, the doctor suspected a wet tap occurred while attempting to implant a lead. As a result, the procedure was aborted and a blood patch was performed. Post-op the pt experienced headaches. Over time the headaches subsided. The pt is doing well at this time.